Manufacturer narrative:
During follow-up communication, livanova (B)(4) received updated information about the related event. The patient underwent a heart valve surgery on (B)(6) 2016 at (B)(6) hospital in (B)(6) and the patient condition only began rapidly deteriorating after this procedure. During the autopsy, tissue samples were taken from the patient and it was reported that mycobacterium chimaera was not identified.

Manufacturer narrative:
The serial number is unknown at this time. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). During follow-up communication with the initial reporter, livanova (B)(4) learned that following the 2011 bypass procedure, the patient experienced fluid pockets in his lungs on a regular basis. In 2014, the patient was reportedly diagnosed with cirrhosis of the liver and was placed on the liver transplant list. During an annual checkup for the liver, it was reportedly discovered that his heart valve was experiencing issues and he underwent heart valve surgery at (B)(6). The patient was reportedly hospitalized for a couple weeks before being sent home. The patient was re-hospitalized at a later date due to a fever of 105 degrees and staph was reportedly identified in the blood. The patient was put into intensive care and placed on a respirator and was treated for 2 weeks. During this time, the initial reporter received a letter from (B)(6). The letter was received approximately 1 week before the patient expired and reportedly stated that it was sent out in response to a notification from FDA. At this time, it is unclear whether or not the involved device was known to be contaminated, or if the patient infection is related to the use of the heater-cooler device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
On (B)(6) 2018, livanova (B)(4) received a user medwatch report (mw5074915) indicating that a patient had died in 2017 several years after undergoing a heart valve replacement procedure in 2011 where a heater-cooler system 3t was used. The report alleged that the cause of death was a rare bacterial lung infection and that the hospital had provided a letter to the patient prior to death indicating that the device used during the procedure was contaminated with mycobacterium chimaera.

Manufacturer narrative:
During follow-up communication with the customer, livanova (B)(4) learned that all three units owned by the facility were taken out of service in 2016. The contact reported that the units were cleaned regularly and that they are unaware of any positive test results while the devices were in use. The customer also reported to be unaware of any other similar patient issues, infections or contamination. The devices were reportedly placed inside the operating room during use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.